Manufacturer narrative:
On (B)(6) 2020, mentor became aware that this complaint is duplicate of complaint ip (B)(4) . The final reporting and documentation of this event will take place in this complaint. The actual left side implant was mentor smooth round moderate plus profile 700cc, catalog number 3502700, serial number (B)(4), lot number 5866678; right side implant was catalog number 3502700; serial number (B)(4), lot number 5903804, name: mentor smooth round moderate plus profile 700cc. The patient was a caucasian female, age 39 years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/24/2020, it was reported to mentor that the date of the event date was (B)(6) 2017 deflation first time and the valve issue on the left side. The affected devices information is confirmed to be: the left implant mentor smooth round moderate plus profile 700cc, serial number (B)(6), catalog 3502700, lot number 5866678 and the right implant mentor smooth round moderate plus profile 700cc, serial number (B)(6), lot number 5903804, catalog 3502700 number 5866678, filled to 840 cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 , a manufacturing record evaluation was performed for the finished device 5903804 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the date of removal was (B)(6) 2020. The patient had undergone removal and replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/31/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/18/2020, mentor became aware that product was never received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified saline mentor breast implant and experienced deflation on the left breast implant and capsular contracture on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.